Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in the segment #7 of the left anterior descending artery (lad). An asahi fielder xt-r guide wire crossed the lesion with the support of the caravel. When torquing the caravel to cross the lesion, the guide catheter jumped back to pull back the whole system including the fielder xt-r from the ostium of the coronary artery. At that time, the tip of the caravel became separated and remained in the lesion. The fielder xt-r was advanced into the lumen of the separated catheter tip in the lesion. A non-asahi crusade dual lumen microcatheter was then advanced over the fielder xt-r using the rapid-exchange (rx) lumen. After the delivery of the crusade, several guide wires were advanced parallel to the separated catheter tip via the over-the-wire lumen of the crusade but were not able to cross the lesion. The procedure was then terminated. Although the blood flow in the lad was slightly decreased, the patient was fine without any problems. Coronary artery bypass grafting (CABG) was scheduled at a later date. The physician commented that he torqued the caravel excessively to cause the tip separation.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned caravel. Fractured catheter braids were exposed on the torn end of the catheter tip. The tip polymer was damaged circumferentially proximal to the torn end. The catheter lumen was found narrowed due to torsion at the torn end. Investigation of the returned microcatheter suggested that the tip was torn off at approximately 5mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No similar product experience was received for the subject lot other than a case (to be reported, patient identifier: (B)(6)), in which the catheter tip was torn off due to the use against the instructions for use (IFU), namely torquing the microcatheter and use in a heavily calcified lesion. It was not associated with product quality. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on the junction of the shaft and the tip likely when the catheter tip was being caught and restricted its movement by the calcium, damaging the tip. Tensile stress generated when the device system was pulled back from the coronary artery then made the tip tear off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications]. Do not use this microcatheter in advanced calcified lesion. [Warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.). If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). [Malfunctions and adverse effects]. Separation.